Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported patient had loss of therapeutic effect. It was indicated that her device was turned up all the way but she was still having symptoms. It was indicated that patient still had to take zofran every time before eating. It was reported that if she ate something solid her stomach was hurting and had diarrhea. It was indicated that the implant worked for 4-5 months then all of a sudden her symptoms returned. It was noted that patient increased stimulation and was good for couple of days. It was added that patient was put back on zofran in november. It was reported that if she ate something light she was getting a swollen feeling. If additional information is received, a follow up report will be sent.

Event description:
Follow-up with the patient¿s healthcare provider indicated that the return of symptoms was ¿likely¿ due to uncontrolled diabetes. The patient¿s implantable neurostimulator (ins) had been adjusted ¿several times¿ and the patient had been encouraged to better control her blood sugars. Patient outcome was unknown but was reportedly ¿stable¿ at the time.